Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (b)(4 2015. The fse found buildup in the hgb chamber. He replaced the hemoglobin chamber which fixed the problem. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed non-numeric hemoglobin, hgb, results from a unicel dxh 800 coulter cellular analysis system. Unrelated error messages were reported by the customer at the time of the occurrence. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.